Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the rotalink burr and rotawire were stuck together and could not be separated. The devices were difficult to remove, but they were eventually removed as a whole.

Manufacturer narrative:
E1 - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was not returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. The media attached to the parent record shows the rotablator but does not show any evidence of the reported issue.

Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the rotalink burr and rotawire were stuck together and could not be separated. The devices were difficult to remove, but they were eventually removed as a whole.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device revealed that the rotawire was able to be removed from the rotapro with great resistance due to numerous kinks on the rotawire. The body of the guidewire was kinked/bent. The kinks on the body were measured from distal to proximal and the distances where the kinks/bents were found at 58.0 inches, 73.0 inches, 97.0 inches and 117.0 inches. Microscope inspection showed that the spring tip was observed bent and stretched. Media inspection showed the media attached to the parent record shows the rotablator but does not show any evidence of the reported issue.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr was stuck with the guidewire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotalink burr was stuck with the rotawire, the advancer was leaking gas, and the procedure could not be performed normally. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.